Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their one tooth is shorter than the other because it chipped. They also have big gaps between the aligner and tooth. Patient provided a photo showing air gaps present with #7-11 and large air gap at #9. This tooth was originally flared. Requested patient to use hh tips and to update and provide information about chipped tooth. Also requested intrusion photo.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.